Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported problem was observed in log but not reproduced during testing. The device was run through fast test and as the device passed testing the software was reloaded to reduce the probability of reoccurrence. No emerging trend based on similar reports.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.